Event description:
During the fourth cycle of an automated plasma pheresis procedure the instrument operator observed a color change in the plasma being collected and recorded an associated alarm. The procedure was ended and the donor was allowed to leave the center. Soon afterward, the door informed the staff that when voiding they saw blood in their urine and felt a little weak and dizzy. They were advised to take fluids and lie down. When the pheresis center physician was notified they advised the donor to go to an emergency room. The donor was subsequently admitted to the emergency room for testing.